Event description:
No MFR labeling on a resistive pedal exerciser sold by performance health. Outside box indicated it was "made in (B)(4)". User guide doesn't reflect who manufactured unit. Unk other than (made in (B)(4)).